Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one device was received with the jaws disengaged from the cam. Functional test could not be performed due to the condition of the returned device. No conclusion could be reached as to why the jaws would not close after being fired for the 8th time, as the jaws were returned disengaged from the cam at the left side.

Event description:
It was reported that the customer fired the device 7 or 8 times and the jaws of the device would not close and was unable to remove the device through the trocar. The customer had to remove both and then used another device to complete the procedure with no patient consequence. The device is being returning for analysis.